Manufacturer narrative:
(B)(4).

Event description:
It was reported during ongoing use, the device was electively explanted. The patient was complaining of discomfort and ultimately elected to have her device and right ventricle (rv) lead explanted. It was also indicated that the patient struggled psychologically with the implant, which is the suspected reason she wanted to have it removed. There was no reported malfunction against the device, and no complications with the explant procedure. The lead and device are expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was received with the helix in an extended position, and appeared to be physically normal. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A cut was noted in the insulation, which was likely due to explant damage. There was no evidence of defect, malfunction or non-induced damage was found. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported during ongoing use, the device was electively explanted. The patient was complaining of discomfort and ultimately elected to have her device and right ventricle (rv) lead explanted. It was also indicated that the patient struggled psychologically with the implant, which is the suspected reason she wanted to have it removed. There was no reported malfunction against the device, and no complications with the explant procedure. Additional information: this report has been updated to include final analysis results.